Event description:
It was reported that during the rewind process the plunger pushes off the backside of the insulin pump. No further info was provided.

Manufacturer narrative:
Currently, it is unk whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. The device will be returned for analysis and further info will follow once the analysis has been completed. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Manufacturer narrative:
Unable to prime during basic occlusion test due to cracked end cap. Unable to perform occlusion, prime and no delivery tests due to prime/fill anomaly. The insulin pump had a missing end cap sticker.